Event description:
The impella console displayed an ¿air in purge cassette¿ alarm. A new purge cassette was retrieved from a different box and inserted, but the console continued to show the same error. A new impella console was then brought in, and after switching consoles, the system operated normally, with no further purge-related alarms. The reported events include priming problem, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate